Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin by injection and did not require assistance from a third party. Technical support provided instructions to reset pump malfunction, assisted with successful reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned.